Event description:
As reported in the legal brief, a patient was treated with two trapease vena cava filters which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to specific evidence that they are tilted and bending/fractured. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of significant hypertension, coronary artery disease, congestive heart failure, cardiac arrest and cerebrovascular accident (cva) with right-sided residual weakness; and had been admitted for elective lumbar laminectomy. The patient became hypotensive postoperatively and was admitted to the intensive care unit on vasopressors. The patient underwent a computerized tomography (CT) angiogram, revealing bilateral effusion and a small pulmonary nodule in the right base and no pulmonary embolism (pe). A venous doppler ultrasound revealed left lower extremity deep venous thrombosis (dvt). The right neck was prepped and draped in the usual sterile fashion, and the right internal jugular (ij) vein was accessed using a micro puncture set a guidewire was advanced centrally and a catheter was advanced to the level of the distal inferior vena cava (ivc). A venogram was performed identifying the bilateral renal arteries. The first ivc filter was deployed at the level of the confluence; then a second filter was placed satisfactorily at the immediate infrarenal ivc. There were no immediate complications identified. Approximately seven years and five months after the filters were implanted, the patient underwent an abdominal CT scan indicated for filter evaluation. The CT reported two inferior vena cava filters present within the inferior vena cava, which had been deployed in tandem. The more superior of the two appears to be a trapease type filter; it is oriented perfectly along the long axis of the vena cava terminating 1.5 cm above the right and left renal veins. The second filter identified as a trapease is immediately below the first. It is canted anteriorly with its tip lying along the left anterolateral border of the cava. It appears that one of the legs of the filter did not deploy correctly. The filter does not engage adjacent structures. Calcification was noted in the coronary vessels and in the aorta, and the cava appears to remain patent. Incidental findings included degenerative changes of the lumbar spine and a calcified granuloma of the liver. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, fractured filter struts retained along the left anterolateral border of the cava, anxiety and fear. The patient further asserts to have two ivc filters (both cordis trapease filters) implanted on the same day and became aware of these events approximately seven years and five months after implantation. Additional information received per a legal brief states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited fracture and occlusion that causes injury and damage to the patient.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a3, b3, b4, b5, b6, b7, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient was treated with two trapease vena cava filters which subsequently malfunctioned and caused tilt and bending/fractured. The patient reported becoming aware of tilting of the filter, fractured filter struts retained along the left anterolateral border of the cava approximately seven years and five months post implant. The patient also reported having two ivc filters (both cordis trapease filters) implanted on the same day and anxiety related to these events. According to the implant record the patient was reported to have a history of significant hypertension, coronary artery disease, congestive heart failure, cardiac arrest and cerebrovascular accident (cva) with right-sided residual weakness; and had been admitted for elective lumbar laminectomy. Following surgery, the patient became hypotensive and was put on vasopressors. Workup identified deep vein thrombosis of the left common femoral, superficial femoral, proximal and the popliteal veins. Access was gained via the right internal jugular vein and a venogram was performed identifying the bilateral renal veins. The first ivc filter was deployed at the level of the confluence; then a second filter was placed satisfactorily at the immediate infrarenal ivc. There were no immediate complications identified. Approximately seven years and five months post implant the patient underwent an abdominal CT scan to evaluate the filter. The results of the scan noted two ivc filters present within the ivc, which had been deployed in tandem. The more superior of the two appears to be a trapease type filter; it is oriented perfectly along the long axis of the vena cava terminating 1.5 cm above the right and left renal veins. The second filter identified as a trapease is immediately below the first. It is canted anteriorly with its tip lying along the left anterolateral border of the cava. It appears that one of the legs of the filter did not deploy correctly. The filter does not engage adjacent structures. It was subsequently reported that the patient experienced fracture and occlusion. The products were not returned for analysis and the sterile lot numbers have not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however with the limited information provided the event could not be further clarified. Blood clots, clotting, and/or occlusion of the device or vasculature does not indicate a device malfunction. With the limited information provided a clinical conclusion could not be made, however, patient, vessel characteristics and pharmacological factors may have contributed to the reported occlusion. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The patient's gender is female.

Manufacturer narrative:
As reported, a patient was treated with two trapease inferior vena cava (ivc) filters which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to specific evidence that they are tilted and bending/fractured. The indication for filter placement is not available. The filters remain implanted; thus, unavailable for analysis. The products were not returned for analysis and the sterile lot numbers have not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This is one of two related reports but the corresponding report number is not yet available and will be provided in the related report.

Event description:
As reported in the legal brief, a patient was treated with two trapease vena cava filters which subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to specific evidence that they are tilted and bending/fractured. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.